Event description:
This complaint details the medical fraud and abuse that I experienced through business done with inamed aesthetics. I am sending you this notice in order to increase your awareness of their fradulent conduct and make you aware of these pressing medical concerns. I recently purchased saline filled bilateral breast implants and a molecular enzyme transfer type rejuvenation suit to contour face and body from inamed aesthetics. Following my purchase, I experienced dizziness, nausea, fainting and other medical symptoms accompanied by deformities in the appearance of my face, body and breasts. I have contacted the co several times, but there has been no suitable response or resolution to my claim against them. They have not offered settlement in a product defect lawsuit, they have not offered exploratory surgery options and they have not offered to furnish me with a new more aesthetically appealing surgery to replace the old one. None of their solutions are satisfactory and all of their solutions revolve around pushing me aside and telling me 'we are so sorry to hear about your experience.' I am very serious in the effort of filing this complaint and I expect for this co to offer me an equitable solution. I would also like for your business to enter my complaint in your records because I know that this is a co that you refer clients to often. In my opinion, inamed aesthetics is not a reputable co with high standards of excellence and should not be regarded as such by the american society of plastic surgeons or the american society for aesthetic plastic surgery. I initially purchased the saline implants at the surgery center and the rejuvenation suit at the inamed offices. At one point, they even denied that they completed the procedure while the picture of my face was clearly posted on the wall of their office demonstrating the success of their first procedure. In fact, this picture is often commented on by outside observers as it is posted directly above the hall corridor to their offices. I am sending this letter of complaint to the office of the attorney general because I do not know what more I can do to work things out on my own accord with the people from inamed/allergan, a cosmetic surgery co, and their susidiary mackenzie partners. I believe that this business is not legitimate and should be regulated by the attorney general's office in order to guarantee that they provide the services that they advertise and at least attempt to rectify any harmful effects. They had my picture posted on the wall. I would very much like for them to alter may appearance back to my own likeness today and I do not feel that they have provided an aesthetically pleasing surgical product to enhance my face. I would like my body and breasts recontoured to be more aesthetically pleasing including applying larger implantations in the breasts. I have contacted this co several times to answer to my complaints. My flush line has not been cleared, my mezmerizer has not been reassigned and I am receiving so much interference on my molecular transfer line that I have gained weight and it has added an ugly appearance to may face. I would like for the co to replace my suit with the one of my own likeness. These people do not allow insurance coverage so that the insurance provider can not be used to regulate their conduct. This MFR is producing a highly defective product that is harmful to consumers. This is a consumer complaint against the business/company named below: inamed/allergan.